Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100. Upon load review, the customer stated this issue was only occuring when they process case medical steritite containers with aesculap circular filters. The customer was advised only aesculap filters were to be used with aesculap containers and case medical steritite filters for case medical steritite containers.

Event description:
A customer reported a sterrad chemical indicator strip did not change color correctly after a completed sterrad nx cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad chemical indicator strips not changing color correctly.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the system risk analysis (sra). The sra indicates the risk associated with hazard of' quality problem with no impact on safety is "low." Without lot number provided, device history record (DHR) and trending of the lot number could not be completed. The product was not returned for testing; evaluation could not be performed. The customer reported that the concomitant sterrad nx did not fail the cycle and everything had passed. Customer use may have contributed to the event as case medical steritite containers were used with aesculap circular filters. The customer was advised only aesculap filters were to be used with aesculap containers and case medical steritite filters for case medical steritite containers. With the information available, a definitive assignable cause could not be determined.